Event description:
It was reported that medication may have been observed outside of the cassette bladder. There was no patient injury reported.

Manufacturer narrative:
Other, other text: the device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.